Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with the stent or other devices. Return of the xience v stent delivery system may have assisted in the evaluation and determination of a cause of the balloon rupture. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The pt anatomy was mildly calcified, which may have contributed to the reported rupture, although this could not be confirmed. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or pt anatomy, such that the balloon ruptured upon inflation at 10 atmospheres, which is below the rated burst pressure. It is likely that because the balloon ruptured, it is not able to fully expand. The stent implant was unable to fully deploy. Post dilatation was performed using a non-abbott balloon to full appose the stent. A definitive cause for the reported balloon rupture could not be determined; however, the difficulty apposing the stent to the wall appears to be related to the balloon rupture. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units from every lot is destructively tested prior to release to verify rated burst pressure, stent deployment dimensions, as well as stent uniformity of expansion.

Event description:
It was reported that during the procedure in the left main artery, pre-dilatation was performed using a non-abbott dilatation catheter. The xience v stent system was advanced and during the first inflation, a balloon rupture occurred at 10 atmospheres. The balloon was not fully expanded; therefore, post dilatation was performed using a non-abbott balloon to fully appose the stent. There was no adverse pt effect. Though requested, no additional information was provided.